Event description:
Litigation alleges that the patient suffered injury and pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges that the patient experienced pain, edema, metallosis and necrosis. After review of the medical records for MDR reportability the patient was revised to address pain. Revision notes stated that there was a significant amount of corrosion was noted at the femoral head and neck taper. Doi: (B)(6) 2007; dor: (B)(6) 2013; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/19/2013 - sales rep reported revision surgery. Patient's femoral head was revised to address osteolysis. The cup remained in situ. There is no new additional information that would affect the investigation. The complaint was updated on: 01/13/2014.

Event description:
Update rec'd 09/26/2014: litigation papers received. Litigation alleges discomfort. There is no new additional information that would affect the investigation. The complaint was updated on: 10/20/2014.